Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted, and the clip was on the mitral valve. However, when the handle was pulled all the way back, it was observed that the mandrel had released from the clip, but the clip was still attached to the catheter. It was noted that the lock line was already removed, and therefore, the clip must have been still connected to the gripper line. Troubleshooting was performed, and the gripper line was successfully released from the clip. The procedure was discontinued, and mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to deploy the clip (difficult or delayed activation) due to gripper line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.